Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had experienced symptoms of dyspnea and heart failure. The left ventricular lead had become dislodged for the third time. The device was explanted and replaced. The patient's condition was stable post procedure.